Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope showed an image with some parts that appeared dark. And other parts appeared distorted, display in stripes where the shape of the object is not clearly visible. The issue was found, during preparing for use. For an unknown procedure. It was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope showed an image with some parts that appeared dark and other parts appeared distorted, display in stripes where the shape of the object is not clearly visible. The issue was found during preparing for use for an unknown procedure, it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube was dent. A root cause could not be identified. Based on the results of the investigation, it is likely the caused was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.